Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 correction: h6 - annex e, annex f this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported that there were no adverse effects to the patients. The patients did not require any additional procedures or hospitalization due to these occurrences. The physician stated he is more cautious when using the product because of the reported failure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) (united states) informed cook on 02dec2021 regarding an issue with the blue rhino g2-multi percutaneous tracheostomy introducer sets and trays (rpn: c-ptisy-100-hc-g-na-flex8.5: lot unknown). It was reported that the less firm tip of the blue rhino dilator included in the sets caused the white guiding safety catheter to be more likely to slip into the tip of the dilating horn. No patient harm was reported. A review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history to this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on the dmr, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ptisgi2_rev0 (4)] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: warnings: ¿anatomic anomalies may make the procedure difficult to perform. The presence of anomalous blood vessels may cause excessive bleeding during the procedure.¿ percautions: ¿bronchoscopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilators, and tracheostomy tube. An ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances.¿ instructions for use: tracheostomy procedure ¿14. Advance the blue rhino g2- multi dilator and the guiding catheter as a unit over the wire guide, while maintaining wire guide portion. 15. Begin to dilate the tracheal access site by advancing the guiding catheter and blue rhino g2-multi dilator into the trachea. While maintaining the visual reference points and positioning relationships of the wire guide, guiding catheter and dilator, advance them as a unit to the skin level mark on the blue rhino g2-multi dilator.¿ how supplied ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is related to component failure without evidence of manufacturing deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. .

Event description:
It was reported that the less firm tip of the blue rhino dilator included in the blue rhino g2-multi percutaneous tracheostomy introducer tray caused the dilator to be more likely to slip past the safety ridge of the guiding catheter during percutaneous tracheostomy placement. Additional information regarding event and patient details has been requested, but is currently unavailable.